Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 310c31 tissue valve implanted: 2008-(B)(6), product ID 305c21 tissue valve implanted: 2008-(B)(6), product ID 507645 implantable pacing lead implanted: 2008-(B)(6), product ID vedr01 implantable pulse generator (ipg) implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance levels resulting from a suspected inner conductor coil fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.